Event description:
It was reported that the electrode adapters attached to the catheter became disconnected while in use with a medtronic pulse generator; the disconnect resulted in an asystolic patient. Pt was resuscitated successfully. As the patient was pacemaker dependent, catheter being used was left in place and electrodes were secured with tape. It was requested that catheter & adapters be saved for return, however reported sample was discarded by hospital.